Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was exchanged with a phakic model lens of the same length and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Manufacturer narrative: lens rotation, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic torn/broken. Unable to perform dimensional inspection due to significant lens damage. (B)(4).